Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a third and fourth episode of bacterial peritonitis. The breach in aseptic technique was further described as dirty hands for the third episode. The patient started using rubber gloves as per doctor's advice the patient was advised to discontinue initial treatment with vancomycin. It was unsure if the patient recovered from the third event as belly aches was ongoing. The patient experienced a breach in aseptic technique again which resulted in a fourth episode of peritonitis. The breach in aseptic technique was further described as contaminated towel in the shower. The dosage of vancomycin treatment was increased from 1gm to 1.5 gm. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained in the proper aseptic technique. No additional information is available.